Event description:
The instrument did not place properly formed staples on the gastric pouch. The surgeon then decided to resect the tissue containing the malformed staples with a new instrument to complete the anastomosis and the case without further incident. Procedure: laparoscopic gastric bypass. Pt status: no pt injury reported.